Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. A motor stall was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was reported as the pump was read with a clinician programmer and a motor stall was noted. The actions and interventions were the pump was replaced. The issue was resolved at the time of the reported. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Logs showed the pump was delivering dilaudid 20.0 mg/ml and bupivacine 10.0 mg/ml.: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider via a manufacture representative. It was reported that the patient was not in a clinical study. The device was used with/in the patient, and the intended use of the device was treatment. The device was removed on (B)(6)2017 due to a device-related motor stall. It was unknown if there was a loss of therapy. There was no patient death. It was noted that there was no patient injury. The issue resolved, and the patient recovered without sequela. A rotor study was not performed. A dye study was not performed. It was also reported the representative was informed of the case the night before (from (B)(6)2017).

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.